Manufacturer narrative:
The deltamaxx coil will not be returned, therefore the root cause of the coil unable to be detached cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The device was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This complaint is related to complaint # 2954740-2016-00151 (other coil in the same procedure).

Event description:
The contact from the facility reported that during coil embolization of an aneurysm at the sphenopalatine artery the two deltamaxx coils (both are cdx180733-30 / c39460) could not be detached. The patient's vessels were mildly torturous but not calcified. A 120cm multi-purpose type gc by unspecified manufacturer, a leonis mova (sumitomo bakelite), and enpower dcb / cable (lots unknown) were used for this procedure. Although the pre-detachment electrical checks were successful with the first complaint deltamaxx, when the physician tried to detach the microcoil the green system ready light did not illuminate and the microcoil could not be detached. The connecting cable was replaced with a new one, but to no avail. The deltamaxx was therefore withdrawn and the second complaint deltamaxx was delivered instead. However, despite the green system ready light illuminating, the second deltamaxx could not be detached as well. It was withdrawn and replaced with another deltamaxx of the different lot number, and the microcoil was successfully detached. The procedure was completed without further issues, and there were no patient injury/complications. Due to the event, the procedure was delayed for 20 minutes. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damages were noted on the products prior to and after the events. The complained products have already been disposed. No further information is available.